Manufacturer narrative:
The marathon micro catheters are expected to return for evaluation. Once received and evaluation is complete, a supplemental report will be submitted. Mdrs from this event: 2029214-2017-01002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after shaping the catheter tip for 20 second the tip was disconnected. A second marathon was used and the tip was reported to be damaged with a hole. There were no patient symptoms associated with this event as this occurred prior to use on the patient. Another micro catheter was used to complete the case. There was no injury to the patient. The patient was receiving treatment for a spinal avf. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter flushed as indicated. The catheters were inspected prior to use and the tips were steam shaped. The tips of both catheter were shaped the same. The catheters were shaped by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) form the steam source for about 20 seconds (not exceeding 30 seconds). The catheters were allowed to cool in air or saline prior to removing the mandrel. For the second catheter, there was no friction or difficulty during insertion of the stylet. The hole was observed after shaping, when advancing the guidewire.

Manufacturer narrative:
Device evaluation: the marathon microcatheter was returned for evaluation and the clinical observation was confirmed as the micro catheter was found to be punctured. The marathon micro catheter distal end appears to be bent. The appearance of the bent distal tip is consistent with shaping. The customer reported the distal tip was shaped. The marathon micro catheter distal marker band was found to be crushed. The marathon micro catheter distal tip was found to be puncture at the proximal edge of the distal marker band. The marathon micro catheter was flushed and water exited from the distal tip and punctured location. No other anomalies were observed. It is possible the distal marker band became crushed during the shaping process subsequently causing the distal tip to become punctured. Per the marathon IFU (instructions for use): ¿remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter.¿ if information is provided in the future, a supplemental report will be issued.